Event description:
Philips received a complaint by the mechanical engineer (me) on the v60 indicating while performing preventative maintenance (pm), it was observed that the response of touch panel is bad. It was reported there was no patient involvement at the time the issue was discovered. The authorized service provider (asp) has assessed the device and could not validate the reported issue. The touchscreen was replaced for preventative measures to avoid recurrence. The device successfully passed the performance verification tests in accordance with philips standards and was reinstated into service. The investigation has determined that no further action is necessary at this time; however, the complaint file will be reopened should additional information arise.